Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was unable to duplicate the reported issue on the referenced surgeon console during field evaluation. Fse confirmed that the system operated as expected with no connectivity issue during testing. The site also confirmed that the system was working without issue and no further action was required. Following service, the system was tested and verified as ready for use. A review of the site's complaint history identified no other complaints related to the instrument and/or this event. No image or procedure video was provided for review. A review of the remotefe logs was performed. Per the review, the following was confirmed: system serial: (B)(4), event date: (B)(6)2022. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer intended to perform a da vinci-assisted surgical procedure using a dual surgeon console; however, experienced an issue connecting one of the surgeon console with repeated recoverable errors. Customer aborted to a single console after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported during a da vinci-assisted cholecystectomy procedure, the operating room staff connected a second surgeon side console (ssc) after the procedure had started and the (2nd) console ssc2 displayed a message stating that it was not connected to the vision side cart (vsc). Technical support engineer (tse) reviewed the system logs and found gbit fiber errors and hardware errors reported by the connection between the vsc and ssc 2. Tse recommended powering off ssc 2, verify the fiber cable connection and rebooting ssc2; however, upon system power up the fiber cable and hardware error reoccurred. Following this, the customer powered off and disconnected ssc 2 and continued the procedure using only ssc 1. The operating room staff proceeded with the case as planned with no reported patient injury. Intuitive surgical, inc. (Isi) made several attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.